Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was hospitalized and treated with unspecified antibiotics for the event. Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a2, a4, b5. B6, b7, h6 and h11. B5: upon follow up, it was reported that the patient had sterile peritonitis. It was reported that a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient "manipulated the dialysis catheter" which led to peritonitis. The patient was treated with cefazoline (1.5g, route and frequency not reported) for 13 days. The patient was hospitalized for 13 days. It was not reported if the patient was retrained on the proper aseptic technique. Patient outcome is unknown. Pd therapy is ongoing. Should additional relevant information become available, a supplemental report will be submitted.